Event description:
It was reported when using the bd pyxis medstation system, drawer jammed and failed, and customer confirmed that recovery had also failed. The customer confirmed that there was no patient harm or delay in getting medication due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer removed debris from drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.